Event description:
A male with morbid obesity underwent roux -en-y gastric bypass with complete gastric exclusion. When ethicon stapler used across stomach tissue, surgeon noted there was not an even, double line of staples present. Staple cartridge checked. All staples appeared out of the cartridge. Staple lines oversewn with 2.0 silk, endoclips used.